Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# (B)(4).

Event description:
Device 1 of 2. It was reported that following a thyroid procedure, the patient experienced a hematoma. As a result, the patient underwent an additional procedure to locate the source of the bleeding which was successfully identified and addressed. Per the physician, it is unknown what caused the bleeding. The patient is fine now [sic].

Event description:
The user facility reported that the procedure being performed was a therapeutic thyroidectomy. The patient is now out of the hospital and recovered. The surgeon reported that the device worked normally during the procedure but he was unsure if it properly sealed vessels. No patient demographics will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility. The device will not be returned. The device was not inspected prior to the procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device could not be reviewed since the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. Analysis: the user reported that a patient had developed a hematoma after a thyroidectomy. No information was provided on the technical condition of the affected esg-400. However, the user stated that the functionality of the generator had not been impaired and that it had not shown any unusual behavior. From this, olympus concludes that the reported device is most likely in standard. Conclusion: bleeding that occurs during an application can have different causes, which are usually associated with the procedure itself and the risk it bears. With regard to patient injuries, experience shows that there are no known cases in which the generator was the cause of the injury. Since the user has not returned the involved esg-400 for investigation, olympus assumes that the generator meets its specification.